Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with a pacemaker was experiencing symptoms, as reported by a health care provider (hcp). The hcp requested for a cardiac rhythm management (crm) representative to come and check the device as it was suspected that there was something wrong with the pacemaker. Attempts made to obtain additional information however were unsuccessful. Evidence suggests the device remains implanted and in service. No adverse patient effects were reported.